Event description:
It was reported that the blade separated and protruded from the skin. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified shunt. A 6.00mm/2.0cm/ 50cm peripheral cutting balloon was selected for use. During post procedure, with the sheath being remained, dialysis was performed as it was. When the sheath was removed, the blade was separated from the balloon and protruded from the punctured site of the skin. The metal piece was pulled and removed without performing incision. The procedure was completed with this device. No patient injury reported. The device was discarded.